Event description:
It reported that during a greenlight procedure the customer could not see anything on the display screen when the laser was vaporizing. The light was too bright on the display screen with the camera insert filter in the camera; the camera insert was removed and replaced and the same issue occurred. The laser could not be utilized; the case was completed with a turp.

Manufacturer narrative:
The laser has been serviced. The suspect component has been removed and replaced.